Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's medtronic representative reported via email that the patient's blood glucose had been in the 300 mg/dl and 400 mg/dl range. The patient kept her blood glucose high in order to avoid a severe low; she has had severe lows in the past. The patient's blood glucose upon reporting the incident was 324 mg/dl, which she treated with manual insulin injections. The customer also has dementia and is often not completely aware of situations. It was verified that the customer's cannulas are usually not bent and that there are not issues with air bubbles in the tubing or reservoir. No product was returned or replaced.